Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, cross-talk resulting in over-sensing was noted on the device. Technical support was contacted, however it could not be determined if suspected right ventricular (rv) lead damage on a non-abbott lead or the device was the cause of the cross-talk. The device was reprogrammed to resolve this event. The patient was stable following this event with no adverse health consequences.